Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and also had an unexpected restart cold reset was performed. The customer¿s blood glucose level was 100 mg/dl. The customer also reported that the pump had a motion sensor test failure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per healthcare recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with motion sensor test failure alarm during rewind due to corroded motor home switch. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to motion sensor test failure alarm. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.